Event description:
Caller reported a cgm error. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a pump reset, and the caller successfully started their sensor session without the error reoccurring.